Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome ¿ other. It was reported that stimulation was too strong when laying down. The rep met with patient today and he reoriented patient¿s implant and programmed transition setting for patient. Programmed settings were reviewed with rep. Stimulation was checked and initially stimulation level did not change. The rep checked the transition time and confirmed adaptive stim (as) setting in overview. The rep tested as from laying to upright and test was good, but then patient all the sudden did not feel the upright position. The rep changed the angles from 60-80 degrees. The rep then tested as for upright and laying and it appeared therapy is working as intended. The rep exited the tablet and confirmed settings with patient controller. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was re-oriented and reprogrammed with new adaptive stimulation settings. The rep added that the angles were also adjusted. No further complications were reported or anticipated.